Manufacturer narrative:
Upon receipt, the pacemaker was interrogated. In agreement with the complaint description an alert was shown on the programmer indicating an elevated current consumption. Therefore the pacemakers memory content was inspected. A temporarily elevated current consumption was documented. No further anomalies were noted during the inspection. The ability of the device to deliver therapies was verified. The device operated in the safety backup mode as a result of the temporary elevated current consumption. However, during analysis the current consumption was found to be normal and as expected. Despite several attempts to provoke an elevated current consumption, such as noted during the inspection of the memory content, the elevated current consumption was not reproducible. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In particular the current consumption was found to be as expected. In conclusion the memory content of the pacemaker documented a temporarily elevated current consumption which was automatically detected by the programmer alerting the physician. The documented increased current consumption was not reproducible during analysis. The device behavior during analysis did not reveal a device malfunction. However, the therapy functionality of the device was not compromised while the device was implanted and in service.

Event description:
Ous MDR - after an implantation period of 76 months, it was reported that the pacemaker was found in back up mode. The pacemaker was explanted and returned to biotronik. No adverse patient side effects have been reported.